Event description:
Post implant of a sapien valve, the patient had intermittent 2nd degree block. One day post procedure the patient had an underlying rhythm of asystole, requiring placement of a permanent pacemaker (ppm). The 26mm sapien valve was positioned and deployed 50:50. An echo was performed that showed no paravalvular leak (pvl) and no central aortic insufficiency (cai). The patient¿s rhythm post implant was intermittent 2nd degree block with a baseline of sinus rhythm. A temporary pacemaker was left in place for backup and the patient was transferred to ICU in stable condition. One day post procedure, the patient experienced asystole with junctional escape (beats,) with intermittent loss of pacing capture. It was decided to place a permanent pacemaker (ppm). The patient is stable now. The patient¿s native annulus diameter was 23mm, with the native valve/leaflet calcification noted as severe.

Manufacturer narrative:
Per the instructions for use, conduction system injuries, which may require a permanent pacemaker, are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the patient¿s rhythm disturbance cannot be confirmed. However, the patient¿s severe native leaflet/valve calcification in addition the procedure itself may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.